Event description:
It was reported that the device was suspect of early battery depletion. It was noted that the device went to elective replacement indicator (eri) three years and two months post implant. It was also noted that the device was programmed with high right ventricular(rv) outputs. Follow up information obtained confirmed that the right ventricular (rv) lead had high thresholds. The device remains in use but is planned to be explanted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pacemaker/cardio/defib - 2010 (B)(6); 407645 implantable pacing lead - 2010 (B)(6); 419478 implantable pacing lead - 2010 (B)(6). (B)(4).